Event description:
It was reported that a system failure alarm post error was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed an primary audible alarm background (bgnd) test error in error history log (ehl). During the evaluation, the cause of the reported issue was unable to be duplicated, the primary audible alarm bgnd test error during occlusion test. The root cause of the reported issue was unable to be determined as the speaker was carefully inspected and no physical or any other damaged was found. The technician replaced the speaker for preventive measure. Performed occlusion test and all functional tests which passed.